Event description:
The customer reported the generator failed and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep rebooted and evaluated the system and could not reproduce the reported problem. The system operates as intended.